Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt's on objective lens, light transmission failed, blurry image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: chipped ultrasound plug (ur plug), which resulted from a dented and scratched outer tube. The most probable cause of the additional malfunction identified during the investigation is traced to component failure. However, the cause of dirt on the objective lens could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device plug had a chip. There were no reports of patient harm.